Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. During failure analysis, the grips would not open and close properly when the grip lever was actuated. The housing was removed and the washer of the grip ring adapter assembly was noted to be dislodged. As a result, movement at the grip assembly of the wrist was not intuitive. The allegation of instrument recognition issue was also replicated. The instrument did not pass self-test during the initialization process during in-house testing. Review of error logs confirmed several homing failures (error 22026) during initialization. The instrument passed the knife slot test with 0.029 and passed ceramic dot verification test. The instrument was transferred to advance failure analysis team for further investigation. Advanced failure analysis confirmed non-intuitive motion of the grips, and dislodged grip tube retaining ring. This failure allows the grip tube to slide independently of the grip drive adapter, which lets the jaws open but not fully close. The washer was found at the proximal end of the assembly against the knife cable guide and the lock ring was recovered next to the grip tube. No damage was found on the retaining ring, and it was found to be within dimensional specifications. From the log review, the instrument has usage time, indicating the retaining ring likely became unseated during use. The instrument would not be able to pass homing after the retaining ring dislodged, as the grips would not fully close during the homing sequence.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted the tip of the vessel sealer extend instrument was not closing properly. The customer removed the instrument from the system, pinched/closed the instrument's tip and attempted to re-install the instrument. The system did not recognize the instrument. The customer used a backup instrument. The procedure was completed with no injury to the patient.